Event description:
The customer reported the following to agilent technologies: the pt's heart fibrillating and the accessory internal paddles were placed on the heart, but the defibrillator showed a flatline signal coming from the internal paddles. The nurse used another set of paddles and they picked up the pt's ECG signal.